Event description:
The tps micro driver was sent in for service and it ran while in safe mode during the performance testing. No adverse event was associated with the device.

Manufacturer narrative:
During the quality investigation it was noted that the sockets are corroded. The device has not yet been returned to the customer.